Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
A caller reported his girlfriend experienced loss of consciousness and after she regained consciousness, a reading of 234 mg/dl was received on the caller's blood glucose meter. The caller also reported a reading of 283 mg/dl received at 4:09 p.m., and when the paramedics arrived, approximately an hour later, they obtained a reading of 57 mg/dl. The paramedics reportedly gave a soft drink with sugar to the caller's girlfriend. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 16.5 months. Through followup with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Event description:
Per biotronik patient tracking, this system was removed due to infection and replaced with another biotronik system. Philos ii dr, (B) (4), MDR 1028232-2010-00203. Setrox s 45, (B) (4), MDR 1028232-2010-00205.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the reason for explant was learned. It was also learned that the device is unavailable for return. A copy of the operative report was requested, but not provided. A device history record review is currently in process.